Event description:
Elderly female sustained fall at home resulting in a trimalleolar fracture due to dislocation requiring ankle open reduction internal fixation. When preparing the operating room, a minor ortho procedure pack was opened and a hair was found with the raytec sponges by the scrub tech. The back table was broken down and a new minor ortho pack was opened prior to the patient arriving into the operating room. No patient harm, no delay to procedure.